Manufacturer narrative:
The problem could be may traced to a component failure. We are unaware about patient/operator injury. We are waiting for more information.

Event description:
Laser overheating and shutting down during surgical procedure causing treatment delay. No adverse effects to patient/operator were reported.